Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the fiber is broken and detached at 1.2 cm from distal tip, between the distal tip and control knob. The fiber was tested with hene laser fixture, aim beam is present at location of the break. It is probable that unintended user error contributed to the observed break as excessive bending likely occurred during the procedure. The fiber cap remains attached and exhibits a drilled through condition, and devitrification at output area, and detritus adhesion around output area. The heat shrink tubing open end exhibits signs of melting. Based on device analysis, it is probable that cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
Analysis of the device found that the fiber is broken and detached at 1.2 cm from distal tip, between the distal tip and control knob. There were no clinical consequences to the patient.